Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead in a "very tortuous side branch," it was questioned whether the guidewire was to the tip of the lead and while fixating, the torque built up and transferred to the section of lead positioned in a "tortuous "s" bend, causing the part of the lead to spin into a coil shape. The torque was released by rotating the lead and then high impedance and no capture at high thresholds were observed. A lead fracture was suspected and the lead was explanted and replaced. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and extrinsically distorted due to pulling/stretching/overstress, the tip seal on the distal electrode of the lead showed evidence of blood ingression and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. It was noted the helix was damaged during the implant, there was no guidewire found in lead tip and the guidewire test failed. The analyst commented that using destructive testing, dried blood obstruction in the distal end was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.